Event description:
There was an issue reported regarding the updating of time, personal profile, or biq/ciq settings. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed juice and candy to address bg. Customer updated their pump settings to address the event.